Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the right side ins seems to going back and dying at a faster rate. Caller states they turned the ins off and they said they could barely move. Caller states then they turned the ins back on. Caller stated the ins is currently at 2.62v and they are going on a cruise ship on (B)(6) 2019 and will no be home until (B)(6) 2019. They want to know a timeframe between the elective replacement indicator (eri) and end of service (eos). No further complications were reported or anticipated with this event.